Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer performed a supply change and resumed insulin therapy. The customer experienced an elevated blood glucose (bg) level (over 600 mg/dl). An insulin injection was administered to treat the bg.